Event description:
Per clinical trial (B)(4): on 7/6/17, patient underwent right breast revision augmentation; implant malposition using an imf incision. 1 piece of galaflex was used. No concomitant procedures were performed. On (B)(6) 2017, right breast swelling was reported. No action was taken. Adverse event resolved on (B)(6) 2017 with no sequelae. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of right breast swelling. The patient¿s condition resolved without intervention. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. An additional emdr was submitted to report additional ae of asymmetry. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.